Event description:
It was reported that during a repair of a fractured humerus, a wire became stuck within the collet. A second drill set was opened and another wire became stuck in the wire collet. The wire was eventually removed using a mallet. This delayed the case by 30 minutes requiring additional anesthesia for the pt. There was no medical intervention required and no adverse consequences reported.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation results require.